Event description:
It was reported that the patient received a trial implant yesterday, (B)(6) 2012, and ever since the implant procedure started the patient had been in severe pain and oral meds were not helping. It was also noted that the left wire fell out and that the patient pulled out the other wire in the hopes that would help with the pain, which it did not. The patient was at home. The patient had called the healthcare provider's office however only received an answering machine. Follow up information noted that the patient had a (B)(6) trial and the physician removed the perc leads the next day. The patient will not go onto implant. The issue was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown, lead: lot# serial# , implanted: explanted: product typ lead. (B)(4).